Event description:
Spontaneous report. Patient's rn ((B)(6)) reported: pump malfunctioned at step 5 at the post infusion flush and the pump beeps as down occlusion and then restarts. Nurse troubleshooted but it continued to beep. Nurse reported no missed doses or worsening of symptoms. Pump is being replaced and defective pump is available for return. Serial number unknown. Reported to (B)(6) by: health professional.